Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was noted on the left ventricular lead. An in-clinic follow-up is anticipated to address the event but not yet scheduled. The patient was in stable condition.